Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the axillary femoral artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician experienced resistance while attempting to advance the cat6 through a non-penumbra sheath with a peel away sheath. Consequently, the distal tip of the cat6 became kinked and, therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.